Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the sensor cannula/introducer needle break. Customer's blood glucose at time of incident was 249 mg/dl. Customer is unsure if the sensor cannula is still in the body. Customer was reassured from our experience it is unlikely in the sensor fractured and is most likely the result of sensor retraction. Customer was advised to return sensor for analysis. Customer will receive a replacement sensor.

Manufacturer narrative:
Evaluated one opened/used enlite sensor and found sensor retracted inside sensor base. We were unable to confirm the sensor damage due to customer returning it opened/used. No broken or missing parts were observed during analysis.